Manufacturer narrative:
According to the customer on 1/3/2024, the foley catheter "came out of the urethra" after inflation. After this, the customer stated upon attempting to inflate the ballon again, the balloon "would not inflate". The customer stated that "a new foley kit was acquired and inserted with no issue" and that the patient had "no issues related to malfunction". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on 1/3/2024, the foley catheter "came out of the urethra" after inflation.